Event description:
A report was received that the patient developed a blister over the ipg site due to charging. The physician prescribed the patient silvedene cream. The patient is doing well and the blister is healing.

Event description:
A report was received that the patient developed a blister over the ipg site due to charging. The physician prescribed the patient silvedene cream. The patient is doing well and the blister is healing.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.